Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation along with jolts and unintended stimulation. X-rays revealed one of the scs lead had migrated. The patient is to consult the physician as a next course of action. The patient received two scs leads with the same lot number.

Event description:
Further follow up identified the patient's scs lead was repositioned on (B)(6) 2015 to address the reported issue. However, during postoperative follow up, system diagnostics revealed high impedance readings on several lead contacts. The postoperative lead issue is reported under MFR report # 1627487-2015-06123.